Event description:
It was reported that, "inner sterile package had been compromised. The stems had protruded through the inner sterile package. Had to use triathlon ts stem as last resort since both stems were compromised."

Event description:
The account stated that elevated axsym troponin results of 1.47 and 1.57 ng/ml were generated on a lithium heparin sample. The sample was also tested on the roche poct system with a result of <0.03 ng/ml. The sample was then tested in another lab on the centaur with results of 0.04 and 0.03 ng/ml.

Manufacturer narrative:
(B)(4) - review of manufacturing and testing data; spc data; tracking and trending review. Abbott product quality performed an investigation on axsym troponin I adv reagent, list number 8k19-20, lot number 77013jn00 and determined that it was performing acceptably. No product deficiency / malfunction was identified. The customer did not return reagent or patient samples for the investigation. Quality performed a review of the manufacturing and testing documentation for axsym troponin I adv reagent, list number 8k19-20, lot number 77013jn00. The review demonstrated that all panel values were within specification and no issues that could impact the performance of the reagent were observed. In addition all axsym troponin-I adv reagent lots were analyzed using statistical process control (spc). This review indicated that axsym troponin I adv reagent lot 77013jn00 was within statistical control and was performing as intended. The investigation group performed a review of the complaint records for this product and in particular reagent lot 77013jn00. This review did not identify any adverse trends for performance related issues for axsym troponin I adv reagent, list number 8k19-20, lot number 77013jn00. The investigation did not identify a deficiency. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.this report is being filed on an international product, list number 8k19 that has a similar product distributed in the us, list number 2j44.